Event description:
It was reported by service report that the right side siderail was not able to remain latched. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - latching spindle.